Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of "250-350" mg/dl with high ketones; cause was unknown. Reportedly, the customer also had pneumonia which was stated as one of the reasons they were hospitalized. They were treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6)2025 with the issue resolved and no permanent damage. A system check identified the pump to be working as intended.